Manufacturer narrative:
The medical device problem code was updated. No product was received for investigation. No information was provided that would point to a cause for the discrepant results. As no product was returned, a specific root cause could not be determined.

Manufacturer narrative:
The accu-chek inform ii meter serial number is (B)(6). The product was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The initial reporter complained of a discrepant high glucose result for 1 patient tested on an accu-chek inform ii instrument with rf card. The result at 3:44 p.m. From a finger stick was 200 mg/dl. The result at 3:46 p.m. From a finger stick was 28 mg/dl. The result of 28 mg/dl was believed to be correct.